Event description:
Pt to surgery 07/2002 for adenocarcinoma of prostate. Surgeon performed pelvic lymphadenectomy, radial retropublic prostatectomy, and placed a 19fr blake drain two days later surgeon removing drain and it broke off internally. Surgeon returned pt to or for removal of retained blake drain. Pt discharged to home the next day. Portion of drain removed in surgery and retained. Portion of drain removed on floor by surgeon was discarded.